Manufacturer narrative:
Aware date updated to 05/17/2023.

Event description:
N/a.

Manufacturer narrative:
Additional information: ( event site telephone number) : (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the unit was in storage, the cardiosave intra-aortic balloon pump (iabp) unit makes a beep sound when powered off. There was no patient involvement.